Manufacturer narrative:
Per the instructions for use IFU, potential risks associated with the overall thv procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and or death. It is the natural tendency of the body to form a clot on foreign objects in the vascular space. Thromboembolism is defined as a blood clot that travels to another location from the site where it formed. This blood clot can then block the flow of blood to an area of the body, causing tissue hypoxia, tissue death, and can be life threatening. However, prompt treatment greatly reduces the risk for tissue damage. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patients anticoagulation status (act at >250 seconds) during the procedure. The reported event was unable to be confirmed as applicable procedural imagery was not provided for evaluation. In this case, there was no allegation that a device malfunction contributed to the reported event. A review of IFU training materials also revealed no deficiencies. As reported, during procedure, difficulties to cross the native annulus were found. A stiff wire was used from the contralateral size to pass a balloon to do bavs and was then able to get the thv across. Per provided information, patient had moderate calcified native aortic valve. Procedural training manual indicates that calcification is one of the potential factors that can lead to crossing difficulty. In this case, it is possible that the delivery system nose tip and or the crimped valve struts interacted or got caught on the calcium nodules present in the native annulus and or valve leaflets during crossing, resulting in the reported crossing difficulty. As they managed to get the thv across the native valve after post dilation, indicating that the displacement of calcified native leaflets likely opens the space required for device crossing and this further support that patient factors (calcification) as a contributing factor for the reported event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest indicate patient and or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifsciences affiliate in new zealand, regarding an implant case of a 26mm sapien 3 valve in aortic position by transfemoral approach. During the procedure, difficulties to cross the native annulus were observed. A stiff wire was used from the contralateral size to pass a balloon to do bavs and was then able to get the thv across. One day post-procedure, the patient suffered a thromboembolism. It was thought that calcium or thrombus from the aorta might have been dislodged during the tavi procedure. The embolized particles caused restricted blood flow and blockages to arteries of some of the major organs, causing multiple organ failure, lower limb ischemia, and subarachnoid hemorrhage. Patient passed away in ICU.